Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident. A field service engineer stated that the customer was able to resolve the issue by powering down the station, resetting the universal serial bus (usb) connections for both the keyboard and bioid, and then powering the device back on. According to the user, both the keyboard and biometric identifier (bioid) were functioning properly after the reset. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es system, keyboard and bio ID issues. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.